Manufacturer narrative:
An investigation is ongoing at siemens healthineers to identify the root cause of the issue. The report will be supplemented after the investigation is completed. Reference#: (B)(4).

Event description:
During a tee exam, the system started displaying us_icl_100, imagingbe.exe application errors, and us_ife_200 errors. After each reboot the system just displayed the same errors afterwards. The system had to be changed out to an sc2000.